Event description:
On (B)(6) 2015, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient was diagnosed with infectious cellulitis of the abdominal wall during an endoscopic examination. The patient had the pegj tube removed, and was started on unknown antibiotics for the infectious cellulitis of the abdominal wall.

Manufacturer narrative:
Reference record: (B)(4). The device involved in the event was not returned, and was discarded; therefore, a return sample evaluation is unable to be performed. Abdominal cellulitis is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record: (B)(4). The device involved in the event was not returned, and was discarded; therefore, a return sample evaluation is unable to be performed. Abdominal cellulitis is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient was diagnosed with infectious cellulitis of the abdominal wall during an endoscopic examination. The patient had the pegj tube removed, and was started on unknown antibiotics for the infectious cellulitis of the abdominal wall.